Manufacturer narrative:
Service inspected the analyzer and replaced the sample probe and calibrated the sample, r1 and r2 probes. Probe replacement and calibration resolved the issue. A review of the service history for the analyzer identified no contributing factors and no subsequent discrepant results have been reported since the arc, probe was replaced and the sample, r1 and r2 probes were calibrated. A review of tracking and trending data in the product monitoring review revealed no systemic issues or adverse trends associated with discrepant results. The i2000sr erratic result rate was within acceptable limits with no trends identified. A review of manufacturing documentation and trending data for arc, probe identified no issues or trends. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No specific patient information was provided.

Event description:
The customer reported a false positive architect cmv igm result while using the architect i2000sr analyzer. The samples were retested at an alternate lab on a chemiluminescence and electrochemiluminescence technique which generated negative results. No impact to patient management was reported.